Event description:
Resident fell out of sling - not properly attached to vanderlift. One hanger went vertical and fell out of sling - no serious injury - mostly frightened. Aid evidently didn't have the sling fully attached. Distributor examined hanger assembly and everything was in good order. Distributor talked to parties involved and they agree it was an employee error. Lift was put out of service until distributor examined it on 02-13-07.

Manufacturer narrative:
Pat vanderheiden called facility and talked to - asst. Administrator and discussed accident.